Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) /2022, a distributor of infutronix reported a complaint from an end user: "the tubing was split in two close to the micron filter while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device: (B)(4)..

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00004.

Manufacturer narrative:
On 04/08/2022, infutronix confirmed with the service provider that the affected device was discarded by the end user and therefore no root cause could be established. The reported issue was not confirmed.